Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the tslim user under (B)(6). At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the tsilm user under 12 year old. The t:slim g4 insulin pump system information guide states: dexcom sensors are only approved to be worn on the abdomen for adults (ages 18 +). For children (ages 12-17) both sites on the abdomen and the upper buttocks are approved. We cannot recommend inserting in any other locations. However, a root cause for the reported inaccuracy cannot be determined.